Manufacturer narrative:
Product ID, 3998 lot# v296379, implanted: 2010 (B)(6), product type lead product ID, 3998 lot# v014190, implanted: 2008 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708260 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 37082-40 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 355029 lot# n104237, implanted: 2008-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that a shocking or jolting sensation was experienced by the patient. On (B)(6) 2011 the patient fell and reportedly had an "icy, cold feeling" in their right leg. A stinging and burning sensation that felt "like bees stinging" was also experienced in the right leg down to the ankle. It was noted that the femoral nerve was affected. Since falling, the patient had been on crutches because their right leg would collapse/give out. It was mentioned that since (B)(6) 2011, the patient had been getting "weird" shocks in their right leg. It was noted that the patient's left leg was fine. It was stated that stimulation was used to treat left leg pain. Stimulation had been off since (B)(6) 2012 because of the shocking in both the right and left legs, and the feeling of electrocution when the stimulation was turned up. It was unclear if the patient was getting shocked in left leg, based off conflicting information presented. It was also stated that the patient's left hand and arm went numb for as long as 24 hours. It was reported that the patient's stimulation had not worked correctly since (B)(6) and the patient had been hospitalized many times due to seizure-like shaking. It also stated that the patient's doctor had done many tests, but it was unclear exactly which tests were conducted. About a week later, it was reported that the patient had set up an appointment with their doctor. If additional information is received, a follow up report will be sent.